Event description:
It was reported that (1) tlc75 was used during an unknown procedure. It was reported by the rep that the tlc75 would not fire. Opened another device to complete the case. There was no consequence to pt.